Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated an audible alert sound. Concomitant products: 200h22 valve, implanted: (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) was emitting tones. It was noted that the patient fe lt "there is something wrong with the device" and they experienced seizures and anxiety after tones were emitted. Examination of the device's memory noted that the tones emitted were for magnet response. Follow up was conducted to no avail. The device is still in use. No further patient complications have been reported as a result of this event.